Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for quality investigation. The customers complaint of tubing defective / damaged was verified by visual investigation. Upon investigation of the sample, the tubing was broken at the luer lock body (p/n tc10008162). Further investigation shows a white discoloration of the luer lock body which indicates an excessive amount of stress applies to the component. A device history record review for model 72213n lot number 20073275 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6)2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the issue is stress applied to the luer lock body causing it to crack.

Event description:
It was reported that sec set 20dp 30in w/hanger ll was damaged. The following information was provided by the initial reporter: material #: 72213n batch/ lot #: 20073275 it was reported that the secondary set had a piece broken inside the package.